Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received button issue when pressed for excessive period and no delivery alarm sometimes necessitating set and reservoir change. The customer's blood glucose was unknown at the time of incident. Customer also states that insulin pump was louder at time of rewinding and having issue with screen back light. The device will not be returned for analysis.